Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the signal loss was intermittent and kept happening the entire day and lasting for 2 to 3 hours. The parents took a blood glucose reading which was already 405 mg/dl and there was no reading on the cgm (continuous glucose monitoring) because of the signal loss. The parents treated the patient with 18 units of insulin between 5:00 am and 6:00 am and the bg (blood glucose) readings decreased to 385 mg/dl. They treated the patient with another 12 units of insulin around 11:20 am and the doctor advised parents to take the patient to the ER (emergency room). They were unable to receive any cgm readings, the patient started to vomit, and the mother took the patient to the emergency room. At the hospital they performed a blood work and diagnosed the patient with dka (diabetic ketoacidosis). At that time of the event the cgm reading was 289 mg/dl and the bg was 209 mg/dl. At the hospital they treated the patient with IV insulin and kept him for 6 hours at the ICU (intensive care unit) for observation. Around 10:00 pm, the patient went back to dka and was vomiting again. At that point of the event the cgm reading was high, and the bg was 315 mg/dl. The patient´s bg has been monitored every hour. The patient recovered and was discharged the next day around 7 pm and the bg reading was 215 mg/dl. At the time of the report the patient recovered and went back to school. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No additional patient or event information is available.